Manufacturer narrative:
The investigation determined that higher than expected tropi es results were obtained from a known troponin I-free sample tested on a vitros 5600 integrated system. The assignable cause was instrument related, as a within-run tropi es precision test was outside of ortho guidelines, indicating the vitros 5600 system was not performing as intended. An ortho field engineer (fe) discovered the fluidics distribution block was corroded and leaking and required replacement. The fe ordered the part and will return to install the part when it arrives. Ortho recommended the customer not use the microwell subsystem on this instrument until the fe can complete the repair. Based on historical quality control results obtained prior to the event, there is no indication vitros tropi es reagent lot 3790 contributed to the event. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for samples with troponin I concentrations < url (0.034 ng/ml). Therefore, a reagent related issue cannot be completely ruled out as contributing to the event. Email address for contact office is (B)(4).

Event description:
The investigation determined that higher than expected vitros tropi es results were obtained from a known troponin I-free sample tested on a vitros 5600 integrated system. Troponin I-free sample results of 0.074, 0.082, 0.081, 0.068, 0.076, 0.103, 0.111, 0.118, 0.200, 0.213, 0.139, 0.090, 0.075, 0.059 and 0.064 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The troponin I-free fluid was a non-patient fluid, however, the investigation could not conclude that patient samples would not be affected if the event were recur undetected. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).